Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, mildly tortuous superficial femoral artery that is 80% stenosed. An unspecified 6mm balloon was used to predilate the lesion. During deployment of the 5.5x200 supera self-expanding stent (ses), the ses elongated and came in sheath. A new 5.5x150 supera ses was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment interaction with the moderately calcified, mildly torturous, 80% stenosed anatomy in conjunction with the introducer sheath being too close resulted in the stent to inadvertently deploy/elongate into the introducer sheath; thus resulting in the reported stretched stent and the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.